Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer's blood glucose value was 425 mg/dl and 179mg/dl at the time of the incident. The customers current blood glucose value was 271 mg/dl. The customer was treated with the manual injection and insulin pump. Assisted with troubleshooting. Product will not be returned for analysis.